Manufacturer narrative:
Field svc engineer (fse) performed carryover testing on (B)(6) 2008 and it failed. Fse replaced the transducer, substrate probe, wash tower valve, aspirate probes, and all mixer spinners. Fse also cleaned the analytical module. The fse performed sys check and precision testing prior and after the incident date and they met the spec. No definitive root cause can be determined from this event. This is two of five reports related to five pt events associated with a single malfunction report occurring on different days. See MDR 2122870-2011-01323, 01325, 01375, 01376, and 01377 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc., (bci) regarding erroneously elevated accutni (troponin) results on 5 different pts occurring on different days. Results were generated on the access 2 immunoassay sys. The customer re-ran the samples on a different instrument and they were within the specific range. The initial, elevated accutni results were reported outside the lab. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event. This report refers to pt number two.